Event description:
I got a resmed airsense11 CPAP in (B)(6) 2023. I am now on my fourth humidifier chamber in less than a year. Each humidifier has developed stress cracks in the area near the white thumbpad. I am an experienced CPAP user (six years +), a small-boned 130-pound female, and am not abusing this humidifier. It's far less sturdy than that of my previous model, which was probably replaced once or twice in five years of use. I have photos of these four cracked humidifiers. The cracks could lead to micro-fragments of plastic being forced into user lungs. I've gone back to my old CPAP. I would like to use the new model, but I don't want to endanger my lungs. Something is wrong with this humidifier design or manufacturing process. No tests. I've showed the devices to my supplier. I was told that "you are the only one with this problem." Also submitted a report to manufacturer but I have not heard back. Not sure I have all the numbers in the right boxes so I am uploading photos of both the cracks and the product labels. Reference report #mw5151331, #mw5151332, #mw5151333, #mw5151334.